Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the right atrial lead exhibited noise. The lead was not used and was replaced.